Event description:
It was reported before use the bd vacutainer® edta 2k had incorrect fill line position and no label or missing label information. This event occurred 89 times. The following information was provided by the initial reporter: ¿fill lines were missing.¿

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for missing fill line with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to missing fill line was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® edta 2k had incorrect fill line position and no label or missing label information. This event occurred 89 times. The following information was provided by the initial reporter: ¿fill lines were missing.¿